Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient has presented with posterior capsule opacification. Posterior capsule opacification (pco) is more usually noted in the 2 to 5 year date range after implantation due to the slow growth rate of lecs. In this case, although time to onset is not specified the available information indicates that it occurred quite soon after iol implantation. If there is a short time between surgery and the observation being made, it is possible to consider a number of potential causes which could be explored; the main candidates being capsular block (from any residual ovd left behind the lens taking on water and swelling, becoming cloudy and forcing the lens out of position) and fibrin reaction. There are certain patient conditions that may increase the likelihood of deposits developing within the eye post-operatively including but not limited to; glaucoma, diabetes, pseudoexfoliation syndrome. Most cases of opacification rayner are aware of do relate to secondary surgeries such as dsaek whereby gas and/or air is introduced into the eye, off-label intracameral use of alteplase r-tpa) and other procedures where the lens can dehydrate, triggering crystal nucleation. Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. No further information on the event is available at this time. Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation of the event.

Event description:
On 9th november 2023, rayner received notiifcation from a UK healthcare facility of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that post-operatively the patient presented with posterior capsule opacification.